Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated:1) that medtronic product did not cause or contribute to the observed adverse events, and2) the patient's weight was 90 kg. No further details were provided.

Event description:
Literature was reviewed regarding a 79-year-old male patient with severe aortic stenosis who underwent transcatheter aortic valve replacement with implant of a medtronic 29 mm evolut pro bioprosthetic valve.  Following valve deployment third-degree atrioventricular block and transvalvular gradients of 20 mm hg was detected.  Post-procedural the patient became hypotensive.  Echocardiography showed normal prosthetic valve function but hypercontractility of the left ventricle.  After 12 hours of saline and phenylephrine infusion the patient¿s blood pressure normalized, however the high gradients persisted.  At 24 hours post-procedure the patient was asymptomatic and hemodynamically stabilized.  Due to the persistence of third-degree atrioventricular block the patient underwent an additional procedure to implant a permanent pacemaker.  Post-procedure recovery was uneventful with two days in the acute cardiac care unit and at five days discharged home.  No further information pertaining to medtronic products was noted.

Manufacturer narrative:
Citation: koliastasis et al. Overcoming the obstacle of suicide left ventricle after transcatheter aortic valve replacement phenomenon. J am coll cardiol case rep. 2023 nov, 26: 102065. Doi.org/10.1016/j.jaccas.2023.102065. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.